Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was not responding to presses as intended. Reportedly, the customer has to press the screen "very hard", or use a different finger for the pump to respond. The pump was unavailable at the time of the call to perform troubleshooting with tandem technical support. Customer's blood glucose level was not impacted. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.